Event description:
It was reported that the patient had a hard time complying with doctor instructions, and did not recharge his neurostimulators for 2-3 months while traveling. The patient experienced telemetry issues and an overdischarge was suspected. The last time stimulation was felt was 2-6 months ago. It was unknown if the patient was receiving therapy. The patient programmer was not available for troubleshooting as the patient had left it in another city, and the hcp was concerned that this might be the patient's second overdischarge. The patient had an appointment scheduled for (B)(6) but cancelled it and requested to keep his therapy off for the time being. Refer to MFR. Rep. # 3004209178-2012-03716.

Manufacturer narrative:
(B)(4). Lead: model 3387s-40, lot# v541017, implanted: 2011 (B)(6), explanted: na; lead: model 3387s-40, lot# v719607, implanted: 2011 (B)(6), explanted: na; extension: model 37085-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; extension: model 37085-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; programmer: model 37642, serial# (B)(4); recharger: model 37651, serial# (B)(4).